Event description:
It was reported that a change in therapy effect occurred. The patient went for an MRI early on the morning of 2014 (B)(6) and prior to the MRI the ¿people came and turned it (the pump) off¿. The patient complained that she was now in ¿excruciating pain¿ and the ptm (personal therapy manager) was not working. The patient ¿felt like¿ the pump wasn¿t delivering anything now. During the report, the patient checked the ptm and the screen noted ¿pa disabled¿. It was noted, the medical facility didn¿t have a physician programmer available. It was confirmed there were no alarms occurring. The device system was used to deliver morphine. Additional information has been requested but was not available as of the date of this report. A supplemental report will be submitted if additional information becomes available.

Manufacturer narrative:
Product ID neu_ptm_prog, serial# unknown; product type programmer, patient product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the reason for the MRI was not related to the patient's device or therapy. It was noted that no troubleshooting or other actions were taken as the pump had been disabled by the physician ordering the MRI. It was noted that when it was reactivated, it was reactivated "without the bolus dose." The patient bolus was reportedly re-enabled after it had been turned off by another provider who was not affiliated with the reporter's office. It was noted that the device had not been explanted and that the patient had been doing well.